Event description:
It was reported that the pump was alarming remove and attach cassette. The battery door opened and closed and the pump turned on and restarted. Pump is running with 21 hours 30 minutes remaining. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
The catalog was incorrect, in the initial report. The model number wasn't provided. Updated d4. The device manufacturer date was not provided, in the initial report.